Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noted a scratch on the iol through the microscope. The iol was immediately explanted and replaced with a new lens to complete the procedure with no patient harm. Additional information requested.

Manufacturer narrative:
Evaluation summary: the reporter indicated the used of a qualified cartridge, with a handpiece, and a non-qualified viscoelastic, the root cause is may be likely related to a failure to follow the directions for use. The manufacturer internal reference number is: (B)(4).